Event description:
A falsely elevated troponin I result of 2.33 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested on the original analyzer and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to lack of maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to lack of maintenance. Ta dade behring field service representative was dispatched to the account and performed maintenance for the customer. The instrument is performing within specifications.